Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room after experiencing a syncopal episode. Upon investigation, the device was unable to be interrogate. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated loss of pacing and inability to communicate with inductive telemetry was observed on the device.

Manufacturer narrative:
The reported events of failure to interrogate and no pacing were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting inhigh current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and enduritypacemakers header anomaly advisory issued by abbott on 15 march 2021.